Event description:
The user facility reported a 76-year-old female patient noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump was unable to cross the 23mm tissue valve during attempted delivery. It was noted that while advancing the pump, the wire began to buckle near an existing aneurysm. An aortic dissection was subsequently discovered, and the decision was made to abort the implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Manufacturer narrative:
The investigation for the reported great vessel damage, product damage, and delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. A preexisting aneurysm located in the root of the aorta prevented the pump from passing and caused the guidewire to buckle. The most likely cause of the great vessel vascular damage was the patient's condition aneurism in the aorta. Additionally, the most likely cause of the delivery issues was the patient's condition aneurism in the aorta resulting in resistance at that location.